Event description:
A report was received that the patient was having tenderness at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. In the lab, the ipg was successfully charged to full capacity in one cycle. The result attested that the device was capable of being charged fully under a proper charging method. Battery depletion and sleep current rates were within normal ranges. There was no loss of electric current into the surrounding tissue that might be a source of pocket pain. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was having tenderness at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.